Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was also reported that an atrial lead impedance warning was noted on the right atrial (ra) lead. The ipg system was explanted and will be replaced at a future date. No further patient complications have been reported as a result of this event.